Manufacturer narrative:
Diopter: -17.50. Device evaluated by manufacturer? No, lens not returned. (B)(4). Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 -17.50 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2008. Low vault was observed on (B)(6) 2015. The lens was explanted on (B)(6) 2015 and exchanged for a longer lens. This resolved the problem. On last visit, the patient's ucva was 20/17.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in case/vial. Visual inspection found the lens haptic torn/broken. (B)(4).